Event description:
It was reported that the patient presented to the emergency room. The device had not received routine follow up and the battery was depleted. No capture or thresholds could be measured. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.